Event description:
Boston scientific received information that during the implant procedure for this cardiac resynchronization therapy pacemaker (crt-p), a connection issue was reported with the left ventricular (lv) lead. The lv pacing impedance was greater than 2,000 ohms and no pacing was noted during the threshold test. The lv lead terminal pin was removed from the device and was re-inserted. This resulted in normal pacing impedance and pacing threshold measurements, consistent with pacing system analyzer (psa) lead measurements. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.